Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that battery in insulin pump went from full to half in ten minutes. Caller reported that issue occurred with each battery change. Caller reported that display screen would go black then gray and then rebooted after battery change. Caller also reported that battery cap was damaged due to customer attempting to remove with a quarter. Troubleshooting was performed and caller was advised that battery cap would be replaced. Customer's blood glucose was 250 mg/dl. The insulin pump will not be returned for analysis.